Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones. The device was interrogated and a warning screen was displayed. The device was explanted and returned for analysis. Another device was successfully implanted.